Event description:
It was reported to philips that the equipment power did not come on when the power on/off button was pressed. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the power distribution unit fan tray and returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Absence of logging on the event date indirectly indicated the system malfunction. Upon troubleshooting. Fse noticed that the ac/dc converter located at the bottom of the main cabinet (m cabinet) of the machine room is not working properly. Due to the failure of the converter, the power supply of the 24v system to the module system including the review module and the flat panel detector was cut off. Fse confirmed the fault with the power distribution unit (pdu) fan tray and direct current power supply (dcps). To resolve the issue fse replaced the pdu fan tray and dcps. The defective pdu fan tray and dcps was returned to philips for failure analysis. The cause of the failure of the pdu fan tray and dcps was found to be defective power supply unit. After replacement the system was returned to good working condition. The codes were updated based on the investigation outcome.